Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During an anterior cruciate ligament repair, it was reported that there was a suture breakage. The graft was prepared with two ultrabraid #2 sutures. After the surgeon passed the graft through the tunnels and fixed it to the femur, the surgeon proceeded to stress the threads and moved the patient's knee with tension and flexion movements. When the surgeon applied traction to the threads, the four threads broke. Additional information received on indicated that no pieces from the broken sutures fell off into the patient. The surgeon was still able to use these sutures to complete the acl procedure. There was a 20 minute delay in the procedure and the patient was noted to be okay post-procedure.

Manufacturer narrative:
Four strands of suture were returned. Sutures were unable to be tested due to their length. Each strand appears to have been cut by an ancillary device. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue could not be determined. No further investigation is warranted at this time. (B)(4).